Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported failure to recharge her scs system as recommended by the manufacturer for an extended period of time. As a result, the ipg would no longer communicate with any external devices and was later confirmed inoperable. Surgical intervention may be undertaken as the next course of action.